Manufacturer narrative:
This report is submitted on august 18, 2017.

Event description:
Per the clinic, the patient experienced migration of the electrode resulting in loss of function with device use. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device during the same surgery.